Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker* pro access and dissector system. Visual inspection of the returned device noted that the tip of the obturator dissector was broken from the cap obturator assembly. No other parts of the device were received for analysis. A review of the device history record indicates the spacemaker* pro access and dissector system was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the damaged obturator was determined to be a result of a manufacturing activity. During assembly, a machine could have affected the strengths of both components resulting in brittle materials. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal repair procedure, the head of the device broke off. They took another device to complete the case. There was no patient injury.